Event description:
Related manufacturer number: 2017865-2022-05370. It was reported that the patient's right ventricular (rv) lead had dislodged due to twiddler's syndrome and exhibited loss of capture with low r-wave sensing. X-rays confirmed rv lead dislodgement. During the lead revision procedure, the rv lead helix could not be extended due to tissue/clotting in fixation mechanism. Additionally, the implantable cardioverter (ICD) defibrillator set screw could not be engaged. The rv lead and ICD were removed and replaced. The patient had no adverse consequences.

Manufacturer narrative:
The reported events were dislodgement, failure to capture, r-wave amp variation, and the helix mechanism issue. As received, a complete lead was returned in one piece for analysis. The reported events of failure to capture and r-wave amp variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of helix mechanism issue was confirmed. Visual inspection of the lead found the helix was fully extended and clogged with blood/tissue. X-ray inspection found the inner coil over-torque at the connector region consistent with procedural damage. After cleaning, the helix was able to be retracted and extended when torque applied directly to the inner coil. The measured full helix extension length was within product specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and over torque of the inner coil.